Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem as previously reported due to the report of the procedure being converted post port placement. Corrected information can be found the following fields: b1, h1, annex e, annex f, annex a, annex g and annex d. B1 updated from "product problem" to "adverse event and product problem". H1 updated from "malfunction" to "serious injury". Annex e updated to include e2403. Annex f updated to include f19 due to the report of intervention. Annex a updated to include a040103 due to the report of broken pitch cable. Annex g updated to include g0200401 as complaint is related to the cable. Annex d updated to include d11 as the failure analysis indicated the likely cause is traced to user.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. As a result, the grip tips may fail to move in the pitch orientations. The instrument was also found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive a result. Additional information not reported by site: the instrument was found to have indentations on the edges of the distal idler pulleys and on the proximal clevis. A review of the instrument log for the permanent cautery hook (part#470183-14/lot# 11190923 0126) associated with this event has been performed. Per logs, the permanent cautery hook was last used on, (B)(6) 2020 on system (B)(4). The alleged event occurred on the 3rd use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur. Although there was no patient injury reported, if the failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the surgeon could only perform certain movements with the permanent cautery hook. After examining the instrument, the reporter confirmed that some cables at the joint were cut. The customer reported the procedure was aborted/converted due to patient anatomy. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.